Event description:
It was observed during the device inspection, that the uretero-reno videoscope exhibited a peeled coating off of the soft tube of the insertion site. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the occurrence of the phenomenon could not be confirmed. Therefore, the presumed cause could not be determined. Olympus will continue to monitor field performance for this device.